Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Review of stored device memory noted occasional ventricular tachycardia (vt), however, no high rate events that corresponded with the syncope. Additionally, 3 rhythmic events were observed that showed ap-vs at a rate of 60 beats per minute (bpm) with 3 instances of block that resulted in ventricular pacing at 45 bpm. Boston scientific technical services (ts) discussed the lower rate pacing was appropriate based on design, however, the patient symptoms were suspected to be related to the rate going from 60 to 45 bpm. This product remains implanted and in service. No additional adverse patient effects were reported.